Event description:
It was reported when using the bd vacutainer® edta 2k customer noticed that there was a gray rubber-like foreign matter adhering to the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer reported about a gray rubber-like fm adhering to the outer surface of the tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k customer noticed that there was a gray rubber-like foreign matter adhering to the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer reported about a gray rubber-like fm adhering to the outer surface of the tube.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation: bd received 1 sample and 3 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and revealed excessive ink on the tube. Bd was able to confirm the customer¿s indicated failure mode of foreign matter (excessive ink) with the sample and photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.